Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that distal electrode was covered with blood. (B)(4).

Event description:
It was reported that during implant the right ventricular (rv) lead was exhibiting noise. The lead was repositioned but the noise continued. The lead was removed and replaced with a new rv lead. No patient complications have been reported as a result of this event.